Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (58 mg/dl) when exercising. Food was consumed to address the low bg level. The customer's healthcare provider instructed the customer to place a temp basal rate setting on the pump while exercising in order to lower the basal rate and then the bg level will not drop.